Event description:
Healthcare professional reported left-side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). No additional observations are performed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left-side rupture. Device has been explanted and replaced.